Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported a charred area on the battery pack. The pump was connected to the battery pack and the battery pack was connected to the docking station. The pt was receiving an unspecified chemotherapeutic agent. At the end of the 1.5 hour delivery, "smoke" was reported to be coming from the battery pack. At this time, an 8mm burn hole was noted on the battery pack. The battery pack was removed from clinical service. There were no reported adverse effects to the pt or the clinician. No medical interventions were required. Though requested, no additional information was provided.